Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A caller reported via phone call that there was a hospitalization on (B)(6) 2018 at 6:00 am due to a high blood glucose of 800 mg/dl. Caller also had problem with carelink web uploader. Blood glucose at the time of the call was not provided. Customer experienced symptoms related to high blood glucose such as vomiting. The customer was wearing the insulin pump at the time of admission. Troubleshooting for carelink web uploader successful. Troubleshooting for high blood glucose was not provided. The insulin pump will not be returned for analysis.